Manufacturer narrative:
E1 initial reporter address: b)(6). The device was received for evaluation. During evaluation the first column of keys on the keypad was found not functioning (this includes the 0 and decimal key). The cause was identified to be a failed keypad which requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the first column of keys on the keypad was found not functioning (this includes the 0 and decimal key). No additional information is available.